Event description:
It was reported that the patient has long-standing heart failure due to advancing heart disease. Patient was previously and is continued on dobutamine drip as an outpatient for right heart failure as well as IV and oral diuretic management as an outpatient. Patient's right heart failure is not felt to be caused by pump malfunction.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported right heart failure and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The center reported that the patient has had multiple admissions for right heart failure. No alarms were reported for these events. The patient was started on IV dobutamine on (B)(6) 2018. The admissions were on the following dates: 20aug2018 ¿ 30aug2018 (investigated under this report). 08feb2019 ¿ 15feb2019 (investigated under manufacturer's report # MDR-2020-13991). 12aug2019 ¿ 14aug2019 (investigated under manufacturer's report # MDR-2020-13994). 25dec2019 ¿ 30dec2019 (investigated under manufacturer's report # MDR-2020-13994). It was later clarified that the patient has long-standing heart failure due to advancing heart disease. The patient continues on dobutamine drip as an outpatient for right heart failure, as well as IV and po diuretic management as an outpatient. The patient¿s right heart failure was not felt to be caused by pump malfunction. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction to manufacturer's investigation conclusion: a direct correlation between the reported right heart failure and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The center reported that the patient has had multiple admissions for right heart failure. No alarms were reported for these events. The patient was started on IV dobutamine on (B)(6) 2018. The admissions were on the following dates: (B)(6) 2018 ¿ (B)(6) 2018 (investigated under this report). (B)(6) 2019 ¿ (B)(6) 2019 (investigated under manufacturer's report # 2916596-2020-01787). (B)(6) 2019 ¿ (B)(6) 2019 (investigated under manufacturer's report # 2916596-2020-01790). (B)(6) 2019 ¿ (B)(6) 2019 (investigated under manufacturer's report # 2916596-2020-01791). It was later clarified that the patient has long-standing heart failure due to advancing heart disease. The patient continues on dobutamine drip as an outpatient for right heart failure, as well as IV and po diuretic management as an outpatient. The patient¿s right heart failure was not felt to be caused by pump malfunction. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right heart failure and was started on IV dobutamine on (B)(6) 2018.